Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to their healthcare provider due to high blood glucose on (B)(6) 2017 at afternoon with blood glucose of 450 mg/dl. Customer cannot recall the when the high blood glucose reading started. Customer felt sickness and vomiting while high blood glucose reading. Customer cannot recall current blood glucose reading. Customer was treated with shots at home. The hospital name was (B)(6) (healthcare provider) office. The hospital phone number (B)(6). Customer stated due the insulin pump did not turn on, it caused hospitalization. Customer was wearing the insulin pump during healthcare provider visit. Customer did not finish troubleshooting high blood glucose reading. Products will not be returning for analysis.